Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the doctor used a 7f 45cm destination. The sheath itself had a tear when it was removed. The tip of the sheath might have gotten snagged upon entry to the common femoral artery. There was no calcification present on the ultrasound when gaining access and the short entry sheaths didn't have any issues inserting the arteriotomy. The procedure outcome failed. There was no patient injury/medical or surgical intervention. The patient was in good condition. Additional information was received on 19june2020: the procedure performed was a right leg runoff with a possible angioplasty, stent. The case was halted and was not able to continue. Approximately 50 cc's of blood loss. Additional equipment was used a proglide to close the artery and guide wires and guide catheters. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the b5 section, to provide the device return date in section d10, and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 7fr 45 cm destination sheath and dilator were received for product evaluation. The components were mated when received. Visual inspection revealed damages on the distal tip of the sheath; no damage was seen on the dilator. Microscopy confirmed that the sheath tip was damaged in a fashion where there were wrinkles on the distal edge of the sheath and a small tear along with some jagged edges. The tip of the sheath is designed to be atraumatic to minimize vessel damage. Upon analysis under microscope, the pattern of the deformation was throughout the curvature of the outer diameter of the sheath where jagged, torn surfaces and a small tear in the shape of a v-notch were exhibited. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that an off-centered angle was used during insertion that propagated forces in different directions, causing the sheath to snag onto fibrous tissue which caused the tear on the sheath. There were no indications of a propagating brittle fracture. However, the exact cause of the reported event cannot be definitively determined based on the available information.